Manufacturer narrative:
A ge service representative performed an on site investigation and reviewed the situation with the onsite biomed. The internal power distribution circuit board was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that intermittently the system 9600+ workstation reboots. No adverse patient involvement or information has been reported.